Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019 . International UDI: (B)(4). The manufacturer's field service engineer confirmed the reported issue. The device was rebooted and in use for a week without any recurring alarms. The device was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device had a backup alarm failure. There was no patient involvement.